Event description:
It was reported that the valve was explanted after an implant duration of approximately 11 years due to prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that the valve leaflets were noted to be stiff during explantation. Patient comorbidities include: paroxysmal atrial fibrillation; renal insufficiency. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The operative report documents stiff prosthetic valve leaflets, suggesting that this patient experienced structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Patient also noted to have a history of renal insufficiency. It appears that this event was likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.